Manufacturer narrative:
Qn#(B)(4). Per DHR the product horizon ti small 6/cart 180/box lot# 73j2000649 was manufactured on 09/23/2020 a total of (B)(4) pieces. Lot was released on 10/06/2020. DHR investigation did not show issues related to complaint. The customer returned 14 unopened representative samples along with 1 actual sample of 001200 horizon ti small 6/cart 180/box for investigation. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the actual sample was returned with 3 clips remaining in the cartridge. No defects or anomalies were observed. The applier associated with the reported failure is captured under tc 20041196. Functional inspection was performed on the actual sample and seven representative samples. A lab inventory clip applier was used. All clips from the actual sample and each tested representative sample were able to properly load into the applier. The clips were able to close properly when applied to over-stressed surgical tubing. No functional issues were found with the returned clips. It is possible the root cause of the reported defect is related to the applier that was used. Refer to tc 20041196 for the investigation of the returned applier. The IFU for this product, l02428, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned samples. The reported complaint of "ligation failure-clip not closing" could not be confirmed based on the returned samples. Fourteen representative samples were returned along with the actual sample that contained 3 clips remaining in the cartridge. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close when applied to over-stressed surgical tubing. No functional issues were found with the returned clips. It is possible the root cause of this complaint is related to the applier that was used. Refer to tc 20041196 for the investigation of the returned applier.

Event description:
Incident happened on the (B)(6) 2021 in surgery room. During a thyroid surgery the doctor had to use a blue titanium clip ref (B)(4) lot 73j2000654. The clip did not hold on the thyroid artery. This clip got stuck on one of the jaws the horizon medium clip pliers (B)(4) lot 06k1757772. That injured the artery when the surgeon removed the applier causing significant bleeding. Facing this urgency situation, the surgeon used a smaller hemostasis forceps cat # 137081 + clip 001200 lot# 73j2000649, which caused a loss of signal from the recurrent nerve which controls voice function. The surgeon stated that the same incident happened with the smaller applier ligation failure. Consequence: per-operative bleeding and possible recurrent nerve damage. This problem has occurred several times without consequence for patients. Each time we changed the applier and for this incident the applier had been changed 15 days before. Since this incident sales representative went on site on monday (B)(6) and changed appliers. The patient's condition is fine. The recurrent nerve is non-functional postoperatively. There were no underlying medical conditions. The reported clips and applier were confirmed.

Event description:
Incident happened on the (B)(6) 2021 in surgery room. During a thyroid surgery the doctor had to use a blue titanium clip ref 002200 lot 73j2000654. The clip did not hold on the thyroid artery. This clip got stuck on one of the jaws the horizon medium clip pliers 237081 lot 06k1757772. That injured the artery when the surgeon removed the applier causing significant bleeding. Facing this urgency situation, the surgeon used a smaller hemostasis forceps cat # 137081 + clip 001200 lot# 73j2000649, which caused a loss of signal from the recurrent nerve which controls voice function. The surgeon stated that the same incident happened with the smaller applier ligation failure. Consequence: per-operative bleeding and possible recurrent nerve damage. This problem has occurred several times without consequence for patients. Each time we changed the applier and for this incident the applier had been changed 15 days before. Since this incident sales representative went on site on monday 08 november and changed appliers. The patient's condition is fine. The recurrent nerve is non-functional postoperatively. There were no underlying medical conditions. The reported clips and applier were confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.